Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the loop recorder was oversensing and reporting afib and under sensing and reporting asystole. Re-programmed sensitivity to reduce oversensing. The device is still in use. No patient complications were reported with this event.